Event description:
Event description according to the user: "during ventilation, the device failed with a shrill continuous tone and no display, and ventilation also stopped. The patient was bagged until connected to a replacement device with the values taken over. After a restart, the technical errors were displayed and the device worked normally." Patient was not harmed.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilaors have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. The device was not returned for analysis. Hmag received the log files from the ventilator and they were analyzed. According to the analysis, device started on (B)(6) 2022 at 10:17:16 in p-cmv mode. At 11:37:30 a panel connection was lost and at 11:37:57 technical fault (tf) 9421 and 9907 were registered. Then the device went into ambient mode and ventilation was no longer available. Device was switched off at 11:42:48 tf9421 indicates that the communication between vu esm and vrc has not taken place within the required time period. The watchdog was triggered by the faulty communication, resulting in tf9907. The error seems to have been triggered by the vu esm. The communication between vu esm and vrc was either non-existent or delayed. As a result, the vu has temporarily suspended esm and stopped ventilation. A brief (temporary) timing problem of the vu esm cannot be ruled out, since the device worked again the next time it was restarted. Patient was not harmed. Vu esm was replaced. This file reports the event stated in hamilton medical ag case number cer (B)(4).